Manufacturer narrative:
Medwatch report # filed by the risk manager is (B)(4).

Event description:
It has been reported that a revision surgery was performed due to wear of the poly. The primary surgery occurred approximately 20 years ago. The type of poly being revised was a gen I 10 mm insert.